Event description:
It was reported by the customer that a bd pyxis¿ es server had a user was unable to view the patient list. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient list could not be viewed. A technical support specialist (tss) dialed into the server and found that the user had not been assigned the station area. The tss spoke with the customer and advised contacting the station administrator to request access to the area. The customer acknowledged the information and confirmed that follow-up would be completed accordingly. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.